Manufacturer narrative:
The technician found the brakes at the foot of the bed we're not fully engaged, user error. The technician instructed the nurse to make sure the brake pedal was pointed towards the ground to resolve the issue.

Event description:
The account alleged, the brakes do not work at the foot of the bed the brakes are not holding. No patient impact.